Manufacturer narrative:
The product has been received and is currently being evaluated. Results are expected soon.

Event description:
There have been several incidents of the catheter ballooning around the bifurcation and the insertion site. They are using an antibacterial cream called "bactroban" which contains alcohol. On (B)(6) 2004, the catheter has an external leak. Changed to MDR reportable.